Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip arms opening during the procedure. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The first mitraclip was inserted and grasped the leaflets, but the clip arms opened when the final arm angle was tested. The physician then closed the clip arms, but the arms opened again when final arm angle was tested. The first mitraclip was removed from the patient and was replaced with another mitraclip. The procedure continued with the implantation of two mitraclips reducing mr grade to 2. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was investigated and the reported mechanical issue was unable to be tested during returned device analysis due to the condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported mechanical issue (clip opening) could not be determined. The observed bent actuator mandrel was a cascading effect of the reported mechanical issue/troubleshooting steps and is due to procedural circumstances. A definitive cause for the observed kinked (gripper line) and broken (actuator mandrel/coupler weld) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.